Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2019, which is off-label use of the device. The patient's father claimed the patient vomited and fainted in the washroom. The patient's grandmother found the patient and called the ambulance immediately. The paramedics took a blood glucose meter reading of 31 mmol/l while the dexcom cgm displayed 9 mmol/l. The patient was taken to the hospital and was diagnosed with ketoacidosis. The patient was administered insulin and blood thinners from a doctor. The patient stayed in the hospital for one day. The current condition of the patient is okay. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The reported glucose values fell beyond the boundaries of each zone within the parkes error grid calculator. However, the data investigation confirmed a difference in values that falls within the b zone of the parkes error grid.